Event description:
It was reported that approximately 5 cm past the distal tip, the physician believed the wire had "snapped". A fluoroscopy revealed that the distal portion was in the coronary vein distal to the lead tip. The wire remains in the patient's vessel. The physician felt that the "floating piece" could not travel anywhere in the patient's body that could harm or cause any safety concerns.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.